Event description:
Same patient as MFR report #: 2134265-2010-02137. (B)(4). It was reported that following a stenting treatment procedure, restenosis occurred. The index procedure treated the 90% stenosed, 3.0x30mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 3.0x20mm taxus liberte stent along with an overlapping non bsc stent resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2011, with no ischemic symptom, a 69% restenosed lesion that was 2.9x7.2mm in size was revealed in the proximal lcx. In (B)(6) 2011, the lesion was dilated with a cutting balloon resulting in improved lumen diameter and 10% residual stenosis. In (B)(6) 2011, at the 2 year study follow-up visit, the patient had no anginal symptoms. Per the physician, the event was listed as "definitely related" to the study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MFR report #: 2134265-2010-02137. (B)(4) study. It was reported that following a stenting treatment procedure, restenosis occurred. The index procedure treated the 90% stenosed, 3.0x30mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 3.0x20mm taxus liberte stent along with an overlapping non bsc stent resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2011, with no ischemic symptom, a 69% restenosed lesion that was 2.9x7.2mm in size was revealed in the proximal lcx. In (B)(6) 2011, the lesion was dilated with a cutting balloon resulting in improved lumen diameter and 10% residual stenosis. In (B)(6) 2011, at the 2 year study follow-up visit, the patient had no anginal symptoms. Per the physician, the event was listed as "definitely related" to the study stent.